Event description:
It was reported that this lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended further evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this lead has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 473 mm from the tip end. Only the distal segment was returned for analysis. The helix extended, and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Cuts along the insulation were found. Measurements throughout the electrical continuity testing were within normal limits. Calcification was observed on the lead on the lead body insulation in multiple places, distal coil, distal fitting, neck insulation, tip area and drug collar. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended further evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this lead has been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended further evaluation. This rv lead remains in service. No adverse patient effects were reported.